Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15075. It was reported, the patient had stimulation in her lower back and bilateral legs when tested in the operating room, however, during postoperative programming, the patient's surgical lead showed high impedance. Additionally, the patient's percutaneous lead was providing stimulation in her left abdomen. X-rays were ordered and indicated the surgical lead had flipped and the percutaneous lead appears to have migrated laterally. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.